Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported that they were having a hard time charging their implanted neurostimulator. Patient stated that sometimes it takes a little bit of time for the controller to recognize the implant, and that it will circle a little longer than it used to, that when the controller finally picks up a signal to charge, a lot of times it will just lose the signal and the controller will keep flipping back and forth between recharging excellent and not recognizing the implant. Patient also stated that even if they sit completely still, the implant will often not charge. Patient mentioned that they will charge for two hours and the implant maybe will charge like 30%. Agent asked the patient if they had seen any error codes or alerts on the controller while charging their implant, and patient stated no, but at times when charging their implant, the controller screen will go very dim and it is hard to read. Patient confirmed that the screen does not wake back up like it is going into a sleep state and that they have tried taking the battery out of the controller before and letting it reset and that doesn't always seem to help. Patient did not detect any visible damage to the controller port or to the recharger. Patient reset the controller and blew into the controller charging port to ensure no visible dust or debris. Patient then connected the recharger and confirmed seeing the normal recharging screen with recharging excellent indicated. Patient did not move the paddle, and then saw the orange light flashing above the controller screen. Patient stated the controller screen would go back and forth from recharging excellent, to checking the recharger, to looking for a device, during the charge session on the call. Patient noted that they've seen the no device found screen before. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: product ID 97755-s; serial# (B)(6); product type recharger was returned for analysis. Analysis found that the complaint was unverified. Found no issues with recharger telemetry module (rtm) finding ins. But recharger antenna failure was observed. Specifically, got manufacture struct command and response 'osiris error!'. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.